Manufacturer narrative:
Pump received with all buttons responding properly. No damage or moisture damage on keypad assembly and no unlocked printed circuit board keypad connector noted during visual inspection. No unexpected pump error 23 noted during testing. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's spouse reported via phone call that the customer insulin pump had a keypad anomaly and pump error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer¿s spouse stated that the insulin pump alarmed pump error and unable to clear the alarm due to unresponsive buttons. Customer stated that the insulin pump was not exposed to a change in altitude and confirmed that time is advancing. No pump error troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.